Event description:
It was reported that this patient presented with pain and numbness. A revision procedure was performed as this subcutaneous implantable cardioverter defibrillator (s-ICD) had flipped in the pocket. Defibrillation threshold testing was performed which put the patient into atrial fibrillation with rapid ventricular response (rvr). The device began to charge; however, the shock was diverted. It was noted that the shock vector had changed to reversed. A boston scientific technical services consultant discussed that the initial induction episode may not have ended due to the rvr so the charging may have been the second charge in the same episode which caused the polarity to switch. The consultant assisted the health care profession with restoring the shock polarity to standard. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's charging of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with pain and numbness. A revision procedure was performed as this subcutaneous implantable cardioverter defibrillator (s-ICD) had flipped in the pocket. Defibrillation threshold testing was performed which put the patient into atrial fibrillation with rapid ventricular response (rvr). The device began to charge; however, the shock was diverted. It was noted that the shock vector had changed to reversed. A boston scientific technical services consultant discussed that the initial induction episode may not have ended due to the rvr so the charging may have been the second charge in the same episode which caused the polarity to switch. The consultant assisted the health care profession with restoring the shock polarity to standard. No additional adverse patient effects were reported.